Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (india) alleging that her onetouch simple select meter was reading inaccurately high. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed on an unknown date/time she tested on the subject meter and observed a value of ¿420mg/dl¿ which she felt was high as compared to her feelings/normal readings. It is not known what range the patient considers to be normal. The patient manages her diabetes with glycomet 1gp and reportedly took an increased amount of her medication (dose unknown) in response to the alleged issue. The patient claimed that she retested at an unknown time after the alleged issue and the reading was ¿very low¿ but the patient did not provide the value. She claimed she felt ¿giddiness and fainted¿ at an unspecified time. The patient reported that she was hospitalized and received IV glucose from a healthcare professional, date/time not provided. No other device was reported as being used. Per the csr documentation, the patient was not willing to provide further information. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the subject test strips and meter were not available for troubleshooting because she returned them to the pharmacy. Replacement products have been sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia that required treatment by a healthcare professional after the alleged meter issue began.